Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy due to oversensing of noise. Upon review of printouts, high capture threshold, high out of range pacing lead impedance, and a decrease in sensing were observed. The pace/sense portion of the lead was capped and replaced. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received stated that the remaining portion of the lead was explanted due to high hv impedance. During procedure the lead broke off in the pocket area. The procedure was completed without any further complications.